Event description:
It was reported that an altitude alarm occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump to ensure insulin delivery was not interrupted while technical support arranged for a replacement pump.